Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter facility name: (B)(6) hospital. Part: 04.168.290s, lot: l873530, manufacturing site: grenchen, release to warehouse date: april 25, 2018, expiry date: april 1, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Health effect clinician code (B)(4) used to capture injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral neck fracture with the fns bolt. During the measure, the measure value of the bolt was 90mm. The surgeon inserted the 90mm bolt, but the bolt was too long. The surgeon replaced the 90mm bolt with an 85mm bolt. The surgery was completed successfully without any surgical delay. The patient was reported as stable. This report involves one (1) bolt for femoral neck system 90mm length-sterile. This is report 1 of 1 (B)(4).